Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. The reported failure was confirmed. The unit was installed and tested in the printed circuit assembly (pca) test system and it failed to turned on the psc. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci assisted partial nephrectomy procedure, the vision side cart (vsc) displayed a not connected message. The customer attempted and performed some troubleshooting steps by powering off the system with a hard breaker reset on the vsc, patient side cart (psc), and surgeon side console (ssc). The customer verified all fibers were properly connected and they were able to restart the system and continue with the procedure set-up. It was later confirmed that the procedure was converted to an open surgery. There was no report of patient harm, adverse outcome or injury. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the power tray assembly to resolve the issue.